Event description:
It was reported that while using bd max¿ enteric bacterial panel false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "increased positivity rate with stx, one false positive result."

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric bacterial panel assay (ref. (B)(4)) lot 1068104 was performed by the review of the manufacturing records and the verification of complaints history. Review of the manufacturing records of bd max¿ enteric bacterial panel assay indicated that the lot was manufactured according to specifications and met performance requirements. According to complaint text, customer started to use the bd max¿ enteric bacterial panel kit lot 1068104 and noticed an increase of stx positivity rate. Four positive results were cultivated and two of them gave positive in culture, one did not grow and the last one was not yet available. However, no pcr data was provided for analysis, despite requests to obtain some. Based on the investigation, the cause of the customer issue remains unknown. The root cause was not identified. There is no indication of an increase in complaints for discrepant results for the bd max¿ enteric bacterial panel assay lot 1068104. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ enteric bacterial panel false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter "increased positivity rate with stx, one false positive result."